Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right common femoral artery using ruby coils. During the procedure, the physician successfully placed three ruby coils using a lantern delivery microcatheter (lantern). While advancing the fourth ruby coil, the physician experienced resistance, and the ruby coil unintentionally detached within the lantern. Therefore, the lantern containing the detached ruby coil was removed and the ruby coil was flushed out. The procedure was completed using another ruby coil and the same lantern. There was no report of an adverse effect to the patient.